Event description:
At 1843 dialysis treatment was completed, the dialyzer was clear upon rinse back and the blood returned; bp 169/74, hr 72. At 1848, the pt was noted by the attending to be unresponsive and foaming at the mouth; 911 was activated at 1849. Dx: severe symptomatic acute hypernatremia. On monday (B)(6) 2018, a second pt was placed on machine #42, dialysis machine conductivity level 14.0 and phoenix meter test 14.0. About 1 hr and 15 min unto the treatment, the pt became diaphoretic and dizzy. The pt was immediately taken off of the machine, treatment completed without incident on machine #46. Machine #42 was removed from the dialysis suite, tagged not to be used and the lines were sequestered. At this time it was suspected that there was an equipment issue. Contacted MFR fresenius on wednesday (B)(6) 2018 requesting diagnostics. As per the (B)(6) 2018 MFR's report, they corrected the interchange feed tubing to acid and bicarb pumps.